Event description:
It was reported that manufacturer representative (rep) and healthcare provider (hcp) are doing an extension revision today and they are testing a legacy lead with alligator clips. Caller states baseline impedance was 'low' for 0/1 0/3 1/3. All monopolars were in range but low (323, 327, 325, 634 ohms). Rep is testing 0/1 contact today with alligator clips and it is showing 28000ohms rather than 'low'. Rep switched red/black clips but still getting these results. Rep noted the patient had repeating impedance values previously (caller states those were already documented) and rep notes the lead is currently not 'straight' so they aren't using a twist lock. Caller ran unipolar impedance on alligator clips, 0/c 7500ohms (caller noted patient had been programmed on this and reported 'feeling it') c/1 576 ohms c/2 1188ohms. Technical services (ts) unable to determine reason for 0/1 showing low when intact and 28000ohms when using the alligator clips. Additional information received from the manufacturer¿s representative (rep) reported the extension revision for the right side did not resolve the impedance issue. The surgeon is not offering the patient a lead revision due to his age and health. The reason for the patient¿s impedance issue is unknown. We used alligator clips to test all of the lead contacts and contact 0 was an issue with high impedances. We replaced the extension anyway and gave him a new battery.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40 lot# (B)(4) serial#. Product type lead . Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 12-jan-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.